Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(6)¿ the dentist reported that 1 month after the dental implant was installed in intraoral region 6#, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved, the patient presented bone type iii, bone graft was executed and immediate load and immediate implant procedures were performed.